Manufacturer narrative:
The user experienced hypoglycemia requiring evaluation in the emergency room while using the ilet. This type of event can require prompt medical assessment and treatment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery reduced and suspended appropriately as glucose levels fell and low glucose alerts generated as expected. Device data confirmed hypoglycemia on the reported event date, including urgent low soon, glucose falling quickly, and low glucose alerts, with no device malfunction identified. Subsequent libre 3+ sensor errors and cgm signal loss later that day resulted in bg run activity, but these occurred after the reported low event. Based on the available information, no device malfunction was identified. The severity of the event could not be fully characterized because the user¿s symptoms and degree of cognitive impairment were not clearly documented. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet, with a self-reported glucose of 50 mg/dl, treated with oral glucose and resulting in hospital evaluation and same-day discharge; the user later resumed ilet use and reported ongoing highs postprandially that returned to range. Symptoms included hypoglycemia. Outcomes included medical attention at a hospital without lasting injury and recovery. Investigation included customer support review, direct data retrieval from the device when mobile app syncing was unavailable, guidance on meal entry timing and use of more/less, and subsequent resolution of the mobile app login and syncing issues. Investigation of this case revealed no confirmed device malfunction, with data inconsistency due to connectivity and app access issues complicating assessment, and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.